Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus were unable to identify the specific cause of the occurrence. However, it is possible that it was caused by some form of stress, such as damage or deterioration of parts during handling. In addition, the following reportable malfunctions were identified during the device evaluation: connecting tube was sticky and the universal cord was sticky. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that due to a damage on charged coupled device (ccd) unit, the specified resolving power was not obtained. There was no patient involvement.